Event description:
On (B)(6) 2014 the (B)(6) male pt underwent an esophagectomy. On post op day 1, the trach became detached from the phalange/face plate. Multiple attempts were made to reattach. The track had to be changed out. No additional info regarding pt outcome has been provided.

Manufacturer narrative:
Event is still under investigation.